Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): p180001 investigation is still in progress.

Event description:
Description of event according to initial reporter: while trying to remove the trigger wires, they could not be removed - and for this reason the device twisted. The wires were eventually removed after some manipulation. The graft was delivered and implanted successfully." (B)(4). Additional information received on 31jan2022: the top cap has not been retrieved. (B)(4). Devices used or implanted during the procedure: zta-p-36-209-zt, lot# e4144964, coda-2-9.0-35-120-32, and argon medical devices atrieve vascular snare kit. Petticoat was advanced from femoral access to the desired location in the thoracic aorta. Once three stents of overlap was achieved, the anti-torque was released. The device was them unsheathed to the distal end. The physician attempted to release trigger wires via unscrewing the white thumb screw and pulling back on the green trigger wire handle but was unsuccessful. After multiple attempts of trying to remove the green wire handle, the physician unscrewed the white cap to expose the inner cannula and trigger wire lumen. He was then able to pull back on the trigger wires directly with snaps. Patient outcome:. Part of the delivery system remain inside the patient's body. The grey positioners' top cap remains inside the patient. After the initial procedure, the patient recovered that week.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). This complaint will be closed as it is assessed that the failure mode in this complaint will be handled in the related complaint (B)(4) (manufacturer report # 3005580113-2022-00009), as it is a cascade of events from (B)(4). Event is therefore no longer reportable to FDA and all further information will be handled in (B)(4) (manufacturer report # 3005580113-2022-00009). This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.